Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient was vomiting. His cgm was reading 200 mg/dl, and the bg meter was reading 400 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s wife took him to the emergency room (ER) for evaluation. At the ER, the patient was treated with an IV insulin drip and IV fluids (saline). The patient was discharged after approximately 5 hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.